Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer who found the inspiratory pressure transducer pcb and expiratory channel pcb faulty and in need for replacement. The inspiratory pressure transducer pcb and the expiratory channel pcb was replaced which solved the issue. The equipment was handed over in good working condition. No parts returned. The root cause for the reported failure has not been established in this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).